Event description:
Event description cpi received information that these two large patch leads (0041's) were capped, and found to be kinked, with blood inside the insulation. The entire lead system was capped during an implantable cardioverter defibrillator (ICD) replacement procedure. A 0125 lead was implanted with the new (ICD).